Event description:
The user facility reported a 54-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp delivered for a stemi (st elevation myocardial infarction) patient. The pump kinked at the cannula and prolapsed and was removed after 37 minutes of support. There was no noted harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into product damage (cannula kink) has been completed. The device was not returned for investigation. Physician noted that kink was caused by pump pushed forward upon peel away sheath removal and repo placement. The root cause of the cannula kink was most likely due to the use when pump was pushed forward into the left atrium.